Event description:
Reportedly, during a follow-up performed on 11 june 2021, some episodes showing noise were observed in the device memory. The noise pattern could be reproduced when moving the patient's arm. The physician is not suspecting any issue at the level of the ICD.